Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were inaccurate; customer did not know the cause. Customer corrected pump time and date to resolve the issue. There was no impact to the customer's blood glucose level.